Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens implant procedure, the lens found to be broken. Additional information has been requested.